Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0318325, medical device expiration date: 2022-06-30, device manufacture date: 2020-11-13, medical device lot #: 0224520, medical device expiration date: 2022-04-30, device manufacture date: 2020-08-11, investigation summary: material #: 762165, lot/batch #: 0318325, 0224520, bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination prior to use and no issues were observed relating to cracked tubes as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cracked tubes. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using paxgene® blood rna tube tubes cracked. The following information was provided by the initial reporter: customer problem: customer is reporting cracked tubes with product 762165 over lot numbers 0318325 and 0224520 when stored at -80 degrees c.